Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Patient reported device removal due to unspecified 'complaints'. Healthcare professional later reported device migration and capsular contracture baker grade iii. The device was explanted and replaced with non abbvie device. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported device removal due to unspecified 'complaints'. Healthcare professional later reported device migration and capsular contracture baker grade iii. The device was explanted and replaced with non abbvie device. This record relates to the right side.